Manufacturer narrative:
The returned device was evaluated and no malfunction or other product condition that would have caused insufficient or restricted insulin delivery and contributed to hyperglycemia was detected. Although a kink was observed in the cannula, there was no evidence of an internal occlusion in the fluid path; fluid was seen exiting the tip of the cannula during testing. The needle mechanism and audible alarm were both found to function as intended. There were no signs of an internal insulin leak. A hazard alarm which occurred after deactivation, however, caused pulse width data to be lost. While no issues were noted during investigation, due to the pulse data being lost it could not be conclusively determined if the drive functioned as intended during use. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises that "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Then contact your healthcare provider for guidance."

Event description:
Caller reported that the device was activated two days ago and when her son woke up on (B)(6) 2011 his blood glucose was 280 mg/dl and he was feeling sick. He administered an insulin bolus of 9.45 units and ate breakfast containing about 70 grams of carbohydrate. At school his bg had risen to 290 mg/dl and lunch contained about 60 grams carbohydrate, so a bolus of 7.1 units was taken. When he got home from school his bg 430 mg/dl, so his mother changed the device. She observed that when they removed the pod the cannula was bent.